Manufacturer narrative:
A ge service representative performed an on site investigation. The power connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a 'stator not on' error, locked up, and had to be rebooted. There was no patient injury or death reported.